Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor was oversensing. It was recommended not to adjust the sensitivity at this times the device was recently implanted. The device remains in use. No patient complications have been reported as a result of this event.